Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was found unconscious. They were taken to the hospital by ambulance. While in hospital the patient had a heart attack and got pneumonia. The patient had blood glucose levels of 1500 mg/dl. They reported that they have no idea on treatment but they are assuming insulin was administered. Pod was discarded.